Event description:
It was reported that during implant attempt, the surgeon could not fixate the lead inside the right ventricle because the "screw-in mechanism isn't work property (sic)." The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Event description:
It was reported that during implant attempt, the surgeon could not fixate the lead inside the right ventricle because the "screw-in mechanism isn't work propert (sic)." The lead was not used. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the tip seal was observed to be out of position. The device is part of the advisory for this model.